Manufacturer narrative:
Medtronic received additional information that the customer could not provide additional details on the case. It was stated that they have only registered consistently that the activated clotting time (act) measurements are often quite a lot lower than expected based on the given heparin dose. They have tested with act instruments from other sections at the cardiac department and have found that they have measured higher act at the same time as this act instrument has measured up to 100 in act difference (lower). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument had an average activated clotting time measurement that was 100 below what other devices measured. The use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:the reported issue that this act plus instrument had an average activated clotting time measurement that was 100 below what other devices measured was not verified during service.service technician could not reproduce issue.service technician found errors in statistic log file: 010, 012, 013 and 015 (no serious errors) and observed solenoid was not latched. The issue will be resolved by adjust ing the solenoid and adjusting the lift bar height from 0.0890-0.0890 inch to 0.0915-0.0915 inch.statistic log file (no serious errors) will be cleared, several tests with water will be done, cartridge test will be performed hr-nm 92.0-92.0 sec, (range 080-120 sec) and hr-ab 2. Preventative maintenance will be performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.